Manufacturer narrative:
Reporting institution name (B)(6). A philips remote service engineer (rse) interviewed the customer who did not have any further information. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed "speaker malfunction" error message. It is confirmed the device is quiet there is no sounds. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who requested for bench repair and did not have any further information. Diagnostic/functional testing was performed at a philips authorized bench repair facility by a philips bench repair technician (brt). Results of functional testing indicate no speaker sound at start up test. The customer's alleged malfunction was confirmed. The brt replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.